Event description:
Coronary artery dissection was observed during the procedure. Following use of the subject device during treatment of a lesion in the left anterior descending artery (LAD), coronary artery dissection was identified on angiography. Therefore, a stent was implanted and the procedure was completed. The patient's condition remained stable after the procedure.

Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined.This is an initial report, and the results of the investigation will be described in a follow-up report.